Manufacturer narrative:
The nursing home reported an incident which cannot be verified as related to the pump. Specifically, the nursing home indicated that the infusion rate changed from 75 ml/hour to 285 ml/hour. Uhs, the service provider, performed functional testing at a differing rates of delivery volumes. Notably, the pump was run for four (4) hours and did not deviate from the programmed rates. It performed to all manufacturer's specifications. As such, the nursing home's complaint could not be verified or recreated. Novartis requested information from senior care/rehab center, regarding the details of the incident as well as the condition of the patient. The nursing home responded with some information only after repeated requests were made.

Event description:
The nursing home resident was receiving a continuous infusion of tube feed (tf). It was reported that the pump was set at 75 ml/hour, the prescribed tf rate. When the nurse returned to check on the patient a few hours later, she noticed that the 1500 ml bottle was drained and collapsed. In addition, the read out window noted a feeding infusion rate of 285 ml/hour. The resident was noted to have emesis and was in respiratory distress at which time he was sent to the acute care hospital with a discharge diagnosis of aspiration pneumonia. Upon discharge from the hospital back to the facility, approximately three (3) days later, the resident was noted to be "fine" and able to resume former activities. The pump in question was quarantined in the administrator's office and later sent into novartis. A report was sent to the state department of health by the nursing home, but no medwatch was initiated.